Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a1, a5, and a6: no further patient information available. Block g2 report source other: mw5183168 legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per the medwatch report - mw5183168: "ventilator stopped working an hour before the case ended. This required crna to hand ventilate the patient for the reminder of the procedure until he could be safely extubated." There was no patient injury.